Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, there was a "no battery backup" message displayed. Additionally, the surgeon reported encountering three recoverable errors and one non-recoverable error during the procedure. The surgeon mentioned that the ports were placed, and the system was docked before reaching out to technical support, expressing his intention to abort the procedure due to multiple system issues. A technical support engineer (tse) reviewed the system error logs and identified that the system switched to battery power, continuing on battery power thereafter, with an initial estimated battery charge level of (B)(4), decreasing to (B)(4) later. Additionally, tse noted error code 40 indicating a communication failure between the core and the patient side cart (psc). Tse proposed troubleshooting steps to the surgeon, suggesting a power cycle of the system, reconnection of all blue system cables, and verification of the power cord connection to the psc. However, the surgeon expressed reluctance to proceed with the robotic procedure. Despite tse's suggestion that the issue might be resolved through a system hard power cycle, the surgeon insisted on aborting the procedure. The customer reported back to tse that after pressing the psc power button it remained amber but the led power indication ring surrounding the power button was circling blue and the psc will not power up. The procedure was aborted post-anesthesia and port placement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not aborted due to anatomy. The system was inspected prior to use. The patient cart was left unplugged the previous evening and the battery was flat. The patient cart was then connected to ac power to facilitate battery charging to allow transition to the operating theatre during the morning of the procedure. The surgeon believed that the technical issues with system caused or contributed to the reported malfunction.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power cord to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.